Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Upon visual inspection, no problem was noted with the driver. As the suture assembly was not returned for investigation, the complaint could not be confirmed.

Event description:
It was reported that during a stabilization surgery after correct pre-drilling and insertion of the anchor the pull in suture ruptured and the anchor could not be used anymore. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.